Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09868). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient present with a device with time to reach eri at less than three months and the battery voltage trend showing sudden drop in voltage. The patient condition is fine and device will be monitored through merlin.net. The device was explanted and replaced due to premature battery depletion.